Event description:
It was reported that the tip of driver broke off while inserting a screw. Everything was removed with no patient complications.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed instrument tip breakage. Macroscopic examination confirms driver tip broken off. Fracture surface partially damaged. Microscopic examination of fracture surface reveals a quasi-brittle fracture surface and no indication of fatigue or torsional overload. Functionally evaluated the driver threaded portion of the sleeve for engagement into a sample mas head. The driver sleeve engaged the threaded without issue. The threaded portion of the driver sleeve is designed to misalignment and associated bend stress overloading. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. The angulation and morphology of the fracture surface, in addition to the absence of torsional overload or mas head thread, damage suggest failure due to bend stress overload. Functional evaluation with sample set screw confirmed full seating of set screw without issue. A review of the device history records did not identify any applicable nonconformance to specification.